Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported to philips that the device did not deliver shocks via pads during a patient event. There was no negative patient impact. The users switched to paddles and treated the patient.